Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. The customer experienced dizziness, thirsty, and wobbly on legs. The customer was unable to self-treat and called the emergency services. The customer had a contact with a healthcare professional (hcp). Upon arrival, the hcp obtained a blood glucose result of ¿hi¿ (above the measurable range) on the hcp meter when compared to a sensor scan result of 50 mg/dl. The customer then self-treated and counter injected with insulin (dose, type unspecified) and was presented to the hospital to determine the exact glucose levels. At the hospital the hcp compared the readings within 10 minutes in the laboratory and determined a severe high glucose result with 581 mg/dl when compared to a sensor scan result of 52 mg/dl. The customer noted a vertical arrow trend. It is unknown if the trend arrow was upwards or downwards. The length of the wear was 14 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The hcp removed the sensor and treated the customer by administering saline solution for the diagnosis of hyperglycemia. The customer remained in hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder on the battery legs was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that poor solder to the battery does not affect the sensors functionality and electronics, therefore this issue is not confirmed. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. The customer experienced dizziness, thirsty, and wobbly on legs. The customer was unable to self-treat and called the emergency services. The customer had a contact with a healthcare professional (hcp). Upon arrival, the hcp obtained a blood glucose result of ¿hi¿ (above the measurable range) on the hcp meter when compared to a sensor scan result of 50 mg/dl. The customer then self-treated and counter injected with insulin (dose, type unspecified) and was presented to the hospital to determine the exact glucose levels. At the hospital the hcp compared the readings within 10 minutes in the laboratory and determined a severe high glucose result with 581 mg/dl when compared to a sensor scan result of 52 mg/dl. The customer noted a vertical arrow trend. It is unknown if the trend arrow was upwards or downwards. The length of the wear was 14 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The hcp removed the sensor and treated the customer by administering saline solution for the diagnosis of hyperglycemia. The customer remained in hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.